Manufacturer narrative:
If explanted; give date(s): not applicable as there is no indication the lenses were explanted. (B)(6). Device evaluation: the intraocular lenses were not returned. An investigation of the lenses therefore, could not be performed. Manufacturing records review: the serial numbers of the impacted products are unknown; therefore, the manufacturing record review and search of similar complaints for the involved production orders could not be conducted. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the devices. The reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Several cases of haptics sticking to the posterior optic were reported. No patient injury was reported. No additional information was provided to abbott medical optics.